Event description:
It was reported when the health care professional started to program the patient after their implant, one of the wires did not work so they had to ¿cut it off.¿ it was noted at the implantable neurostimulator (ins) site there was a wire that stuck out of the patient¿s chest. It was stated it had healed over. It was noted the patient had stimulation on both sides of their body and therefore it was ¿likely that one of the electrodes did not work rather than the entire lead.¿ additional information received reported the patient¿s surgical incisions were examined and there was no lead protruding. It was stated all incisions were well-healed. It was noted the cause of the issue was not determined. It was stated the patient was re-programmed.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0cnv2, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot # va0bnyf, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot # va0bnyf, implanted: (B)(6) 2013, product type lead. (B)(4).